Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the x-ray images received. Upon inspecting the images provided, the reported condition for broken could not be confirmed for the complaint device. No other issues were observed with the complaint device from the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 04.009.353s, lot: 8503302, manufacturing site: (B)(4), release to warehouse date: 22 july 2013, expiration date: 01 july 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a2fn distal locking screw was broken in patient after the operation of intramedullary nailing of proximal shaft fractures in year 2014. The occurrence date was not clear at this moment. The broken screw was remained in patient and the patient was not healed till now. No information was received about the schedule of secondary surgery. No further information is available. Concomitant device reported: expert a2fn, cannulated, titanium alloy (tan), light green, sterile (part: 04.009.353s; lot number: 8503302; quantity: 1), unk - screws: (part # unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) expert a2fn nail ø10 le cann l360 tan li. This is report 1 of 2 for complaint (B)(4).